Event description:
It was reported that during a procedure to place a stent graft inside an arm loop graft with an aneurysm, the stent graft was not placed correctly as it was difficult to deploy. A second stent graft will be placed from the other side, to create a bridge. A 9f introducer sheath and an angled hydrophillic glide wire were used for the procedure. The distance to the lesion was approx 6mm. There was an angle and bend to the intended site, but the tracking vessel was not calcified. There was no difficulty in advancing the delivery system, but excessive force was necessary to start the stent graft deployment at the lesion. No reported injury to the pt.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specifications prior to shipment. The sample has been returned and the investigation is currently underway.